Event description:
It was reported that the right ventricular lead was removed due to severe tricuspid regurgitation. The patient subsequently died one week later, approximately two and a half months after system implant. The cause of death has been requested but not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.